Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed watchdog timeout alarmed. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. Customer was unable to clear the alarm and buttons was not responding. Customer also stated that the insulin pump had failed battery alarm. Troubleshooting was performed. The insulin pump will not be returned for analysis.